Manufacturer narrative:
The insulin pump was received with corroded battery cap contacts and corroded battery tube. However, passed the functional testing including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents are within specification and passed self test. No unexpected low battery or of no power alarms noted. No isolation tape damage noted on the lcd board. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report that the insulin pump has a blank display after battery change. Customer's mother stated that the battery burst inside the pump and the battery compartment is corroded. Customer's blood glucose reading was 558 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.